Event description:
Pt underwent insertion of sensing pacing lead and capping of old sensing lead on 4-14-99. Per the operative report, "sensing lead had obvious fracture and was worn from friction." New sensing lead placed and tested. Pt tolerated surgery well and was discharged to home on 4-15-99.